Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezg1417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was implanted on (B)(6) 2017. Patient arrived to start the hemodialysis session and in the moment of installation it was observed an "opening" (hole) in the catheter's body.